Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A follow up report will be filed.

Event description:
Received info that alleged pump stoppage all insulin delivery.